Manufacturer narrative:
(B)(4). The rx nc trek 3.75 x 12 mm coronary dilatation catheter mentioned is being filed under a separate manufacturing report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was unable to be confirmed; however, the damage to the tip was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgement or tip damage from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex (cx) artery. During unpackaging of the 3.50x12mm xience xpedition stent delivery system (sds), the stent implant dislodged during removal of the stylet and protective sheath. The catheter tip was also noted to be damaged. There was no reported resistance noted during removal of the stylet or protective sheath. There was no reported patient involvement and no clinically significant delay in the procedure. Another 3.50x12mm xience xpedition sds was used to successfully complete the procedure. The 3.75x12mm nc trek balloon dilatation catheter (bdc) was being advanced without resistance and the shaft separated. The separated shaft was removed easily without issue. Another 3.75x12mm nc trek bdc was used to successfully complete the procedure. There were no reported adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.